Event description:
It was reported that the patient presented for a procedure. The right ventricular (rv) lead was exhibiting unspecified oversensing and high pacing impedance. The physician opted to replace the rv lead; a new lead was successfully implanted. The patient was in stable condition. Further information was requested but not received.